Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted speaking with the customer, and that the device is displaying a battery failure. It was reported that the equipment was pending start-up, and is being stored in the warehouse. A material order was performed and onsite service would be performed. The investigation is ongoing.

Manufacturer narrative:
The philips service engineer (se) replaced the battery and the issue was resolved. The system meets the specification for the performed service and is returned to use.